Manufacturer narrative:
Corrected h.6 health effect impact code, health effect clinical code, and device code based on the preliminary evaluation. During preliminary evaluation of the returned sheath the strain relief was removed by the engineers. A liner tear was observed under the strain relief. Additionally, liner tear 1.25'' in length was noted and a liner strand (0.25'' in length) observed on the liner tear under strain relief. Bunching of hdpe 1.0" in length was noted. The delivery system was advanced through the sheath by the engineers. The distal tip opened as designed and the liner expanded as designed. Investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in australia, regarding a 26mm sapien 3 ultra case by transfemoral approach in mitral position with pre-existing surgical valve, during the procedure, the commander delivery system with crimped valve was extremely difficult to advance through the sheath and it got stuck at the sheath partially expanded portion. On the fluoro, it was observed that the valve crowns had splayed open when it got caught on the sheath and force was applied, puncturing the sheath. The commander delivery system with crimped valve was retrieved as a unit with the sheath without causing any patient injury. Another kit was used, and the valve was successfully implanted without issues. The patient was transferred to ICU as planned. As per medical opinion, the root cause of the events may have been the combination of wrong angle and force used. As per pre-decontamination evaluation observations, it was observed that a small piece of hdpe material was separated from the sheath and attached to the valve.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2023-13340. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report has been updated: b4, g3, g6, h2, and h6. The complaint for ''general risk - failure - sheath liner strand'' was confirmed through evaluation of the returned device and imagery. A review of device history record, lot history and complaint history did not reveal any indication of manufacturing nonconformance contributed to the reported event. In addition, review of IFU/training materials also revealed no deficiencies. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel tortuosity can exasperate the interaction between the crimped valve and sheath. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage if compounded with vessel tortuosity. As such, available information suggests that procedural factors (valve caught on liner, valve caught on sheath, excessive manipulation) may have contributed to the reported, liner strand. However, a definitive root cause is unable to be determined at this time. The complaint for ''general risk - system components separate during use'' was confirmed based on evaluation of the returned device. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. As reported, ''during procedure, the commander delivery system with crimped valve was extremely difficult to advance through the esheath and it got stuck at the esheath partially expanded portion. On fluoro, it was observed that the valve crowns had splayed open when it got caught on the esheath and force was applied.'' Per review of the provided post-procedural device imagery, the crimped valve was exposed through the damaged sheath at the distal end of the strain relief, which was bunched and had two outflow valve struts puncturing through. It is possible that during delivery system insertion through the sheath, the valve got caught on the sheath as a result of the steep insertion angle, resistance, and/or excessive manipulation, causing the sheath material to tear and separate into small pieces. As such, available information suggests that procedural factors (valve caught on sheath, excessive manipulation) may have contributed to the reported component separation. However, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.